Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died. The patient presented with non st-segment elevation myocardial infarction (nstemi). The target lesion was located in the ostial proximal circumflex artery just off the left main artery. A 2.75 x 12 synergy ii drug-eluting stent was implanted to treat the lesion and the procedure was completed successfully. However, at 4am, the patient had an arrest in the recovery room , was not able to be revived, and subsequently died. As per physician's opinion, the cause of death was acute stent thrombosis.